Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as: 2134265-2016-00722, 2134265-2016-00724. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a sled. However, it was noted that error220 occurred. Then, the ilab ultrasound imaging system froze and could not perform automatic pullback. No patient complications were reported.